Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that the patient was experiencing inadequate stimulation due to leads had high impedances. The patient underwent a lead replacement procedure. The explanted device will not be returned.